Event description:
Device displayed "pacer fault 116", "defib fault 72", "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.